Manufacturer narrative:
Based on the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. It was noted the top and lower shroud was damaged on the instrument. No conclusion could be reached at to how the damage to the instrument occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips dropped. The clips did not fall into the pt. There was no consequence to the pt.